Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30479643m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During left pulmonary valve (lpv) ablation, blood pressure was dropped. After left pulmonary vein isolation (lpvi) was ended, cardiac tamponade was confirmed with a soundstar eco sms 8f catheter which was inserted into the right atrium. Both pvis were completed with blood pressure control and cardiac tamponade recovered. The patient outcome was reported as fully recovered. A transseptal puncture was performed with an unknown needle. Prior to noting the CT ablation was performed and there was no evidence of a steam pop.